Event description:
It was reported that the pt experienced and is being treated for a skin flap infection. The physician and the audiologist have recommended reducing the magnet of the pt's external equipment. However, the pt's mother has declined due to the pt's other issues with the use of her external equipment. The company is currently in the process of gathering additional info regarding the pt's skin flap issue.